Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the emergency room with the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. Patient condition was unknown.